Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was returned with visible traces of blood and was examined in the biohazard area of the lab. Balloon was observed to be ruptured. Edges of rupture site appeared to match up. All through lumens were found to be patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found. Per the product evaluation, the customer report of balloon rupture was confirmed. Per the engineering evaluation, a supplier manufacturing defect was confirmed. A design, IFU, and labeling defect were not confirmed. The root cause will be investigated within the CAPA system. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
UDI: (B)(4). The clamp device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. If the balloon bursts during a procedure, the heart would fill and warm, the operative site may be obscured, and the procedure may need to convert to an open procedure. In this case, the balloon ruptured and there were no patient injuries. The case was able to be finished with a replacement catheter. This device was not returned for evaluation at this time. The root cause of the event remains indeterminable. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the balloon of a intra-aortic occlusion catheter would inflate but took 40 cc to occlude a 3.5 cm stj when the device was placed in patient aorta via echo. They were able to occlude the aorta and brought the root pressure to 0. They then opened the heart for a mitral valve procedure. Highest balloon pressure during case was 270. Both the perfusionist and surgeon stated they were occluded for approximately 30 min prior to losing occlusion and having visible blood in the field. Pressure continued to drop. When they started seeing blood in the field, they added 2 more cc and the balloon ruptured. A leak was not identified. There was no patient injuries and they were able to finish the case without issue after they opened up a replacement catheter.